Event description:
It was reported that during a da vinci s prostatectomy procedure the site experienced a flickering yellow image in the right eye of the high resolution stereo viewer (hrsv). Prior to contacting technical support to assist with troubleshooting the issue, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by the field service engineering concluded that the issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.